Event description:
Additional information received from a healthcare provider (hcp) indicated that regarding the report that the patient "died," upon e mergency medical services (ems) arrival, the patient was pulseless, apneic, and asystolic. It was specified that the symptoms were not related to the device/therapy. The kidney issues were clarified to be due to acute kidney injury (aki) due to dehydration, and the kidney issues and blood clots were not related to the device/therapy. The patient's pump was last refilled on (B)(6) 2020 by a home infusion nurse, and the managing physician was not made aware of any volume discrepancies. No blood clots were actually found inside the medication withdrawn from the pump, per the hcp.

Manufacturer narrative:
H6: the previously reported annex e and annex f codes, and annex a code a030205 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient stated she "died on (B)(6)" of 2020. She stated she was having "issues" with her kidneys and a blood clot, and her son found her and she was "blue" around her mouth. Around that time, she went to get her pump filled and "it had blood clots in it" and "they could only get 10 cc in there." The patient was unable to clarify the issues. No further complications were reported.